Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name: (B)(6) campus. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Corrected fields are g4 serial number, e1 event site telephone, e3 occupation, h6 type of investigation, component and h11. Updated fields are b4, g3, g6, h2. User reported that the nurses checked all of the tubing and connections and everything seemed fine, so they pressed start and it seems like its working fine now. His main questions were why this alarm went off and if they troubleshot it correctly. The esp personnel had user verify there was no blood in the helium tubing, all connections were secure and appropriate and there were no kinks in the line.the esp personnel also reviewed the nature of the alarm and potential reasons it could have triggered. User reported that the patient had just been extubated, was coughing extremely forcefully, and having difficulty breathing post extubation. The esp personnel explained that the alarm was likely triggered by a sudden rise in the patients intrathoracic pressure. The esp personnel then reviewed appropriate troubleshooting steps which user understood and relayed to the nurses. The esp personnel encouraged user or the nurses to call back directly should the alarm go off multiple times in an hour so we could troubleshoot together. They were all appreciative and will call if they have any other questions or issues.

Event description:
Na.